Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged, had high thresholds, high impedance and undersensing. The lead was initially reprogrammed however the patient returned to have the lead explanted and replaced. It was noted that the patient experienced nerve stimulation in the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.